Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the customer alleged a wrong fixation of spring arm and light head which appeared to have been caused by wrongly installed retaining ring. No indication about any injury has been provided, however we decided to report this case in abundance of caution and based on potential as described situation could lead to the lighthead detachment. It was established that when the event occurred, the surgical light did not meet its specification as a wrongly installed circlip could be treated as technical deficiency. The device which is a subject of this investigation contributed to the event. There is no information that at the time when the event occurred the device was being used for the patient treatment. The investigation was performed by the subject matter expert from the manufacturing site. The mechanical coupling between the spring arm and the main arm has failed because the circlip was not fully seated in its groove. The root cause is considered to be an incorrect fitting during installation or spring arm replacement for maintenance. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. This mounting is a critical operation and must be performed according to the rules. We believe that overall these devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 30th september 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated customer alleged on wrong fixation of spring arm and lighthead caused by wrongly installed retaining ring. No indication about any injury has been provided, however we decided to report this case in abundance of caution and based on potential as described situation could led to the lighthead detachment. Manufacturer's reference number (B)(4).